Event description:
On 10/15/1999, the customer reported a low result for digoxin of 0.27ng/ml. Later in the day, the sample was inadvertently rerun and a result of 1.08 ng/ml was produced. A third rerun gave a result of 1.03 ng/ml. The lab notified the physician with the corrected results. The pt had been given a double dose of digoxin due to initial result of 0.27 ng/ml. Further info indicates the pt's digoxin was rechecked and then discontinued. The pt was discharged on 10/16/1999. No report of injury.